Manufacturer narrative:
Other, other text: one cadd legacy 1 pump was returned for the evaluation of the reported issue. It was received all intact. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed multiple power lost while the pump was on. To further investigate, a functional test was performed. The issue was confirmed. The pump was found to be displaying "power lost while pump was on" during the investigation. This was determined to be due to a faulty microprocessor unit board, which will be replaced.

Event description:
Information was received indicating that during testing of this smiths medical cadd legacy 1 pump, the pump rebooted. No patient injury reported.